Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the lvad was not working properly with multiple low flow alarms. The pump speed was stable at 8800 rpms. The lactate dehydrogenase (ldh) level is at 654 with a baseline in the 400 range. Inr is 1.9. The pt is on heparin gtt. A ramp echo will be performed to evaluate for pump dysfunction and thrombus. Pt notes that the day before, his urine was dark and was described as darker than amber, but lighter than coke. Currently the urine has cleared and is yellow. The pt underwent a pump exchange from one lvad to another lvad on (B)(6), 2014.